Event description:
The device was used during a total gastrectomy procedure. Reportedly, after the first firing, the jaws would not open, for the second firing, the surgeon closed the lever and pushed the firing button two times. The "diu" and anvil fell off the instrument. The procedure was converted to a "rou-x-y" and the initial application site was resected. The hospital has reported no pt injury occurred.